Manufacturer narrative:
The product was returned for analysis. The device received in a bubble wrap. The lockout assembly has been removed. The plunger has been fully advanced outside the tip of the nozzle. Viscoelastic is dried in the device. Iol was not returned. No damage observed. The lever is moving freely. The device is taken apart for further testing. A mark is observed on valve o-ring closer to the orifice at 12 o'clock position. The root cause is deemed to be manufacturing related (the faulty sub-assembly is supplied by company vendor in bray). Ncis were initiated for this issue. Capas were raised at company cork to track completion of corrective actions at the vendor nypro bray. Product referenced in this complaint has been manufactured prior to the implementation of the recent CAPA actions. Based on the results from company product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the plunger did not stop when the iol was tucked and attempted to stop at forward in the cartridge. The physician decided to insert the iol into the eye with the plunger still in motion. The surgery was completed without any problems.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).